Event description:
It was reported that the patient received inappropriate therapy. The lead alert was triggered and the patient went to the device clinic. Lead trends indicated a lead fracture, high impedance, no capture, and lead noise oversensing. The lead was explanted and anew lead was implanted. It was also reported that the device was explanted and replaced due to premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 non-defib lead 2008 (B)(6); 5071 non-defib lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The lead alert was triggered and the patient went to the device clinic. Lead trends indicated a lead fracture, high impedance, no capture, and lead noise oversensing. The lead was explanted and anew lead was implanted. It was also reported that the device was explanted and replaced due to premature battery depletion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #evaluation summary: (B)(4) the lead was returned and analyzed. Analysis indicated that the lead cable/coil conductor was fractured. Performance data was collected from the lead and was analyzed. Analysis indicated that the lead integrity alert (lia) was triggered due to right ventricular (rv) lead oversensing and non-physiological/ short interval counts. Out of range, high pacing impedance was also noted.